Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 11-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning a patient with an implantable neurostimulator (ins) for spinal pain. It was reported ¿settings not available¿ was seen on the controller. The caller stated that he was programming the patient and was able to increase on the tablet to 7.4ma. The patient was getting good coverage and was happy with the therapy. When they moved to the patient controller they were not able to get above 1.8-2.0 ma before seeing settings not available. The patient has 3 programs, pw 300, rate 600. Consider checking impedance on programmed electrodes: group a was programmed on 0,1,5,6. With 0 as a reference, 1=1490ohms, 5=1030 ohms, 6=19350 and shows a void. Caller states that all 3 groups are using 6. Caller added that 8 was out of range at 40k, but this was an existing issue that the patient and doctor were aware of that was uncovered at the last replacement. No patient symptoms were reported. No further complications were reported/anticipated.